Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the implant procedure, acute aortic insufficiency was observed, and the valve was never implanted. Subsequently, a new transcatheter valve was used to complete the procedure. Additional information was received indicating that the severe central regurgitation was observed after the pre-implant bav. The new valve was placed to treat the regurgitation.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the implant procedure, acute aortic insufficiency was observed, and the valve was never implanted. Subsequently, a new transcatheter valve was used to complete the procedure. Additional information was received indicating that the severe central regurgitation was observed after the pre-implant bav. The new valve was placed to treat the regurgitation. Additional information was received that the first valve was attempted to be implanted then withdrawn from the patient, but the regurgitation was not observed. The second system was used to prevent reintroduction of the same device.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the implant procedure, acute aortic insufficiency was observed, and the valve was never implanted. Subsequently, a new transcatheter valve was used to complete the procedure. Additional information was received indicating that the severe central regurgitation was observed after the pre-implant bav. The new valve was placed to treat the regurgitation. Additional information was received that the first valve was attempted to be implanted then withdrawn from the patient, but the regurgitation was not observed. The second system was used to prevent reintroduction of the same device. Additional information was received clarifying that the regurgitation began after the pre-implant balloon dilation but was not present at all during the implant attempt of the first valve. Complete resolution of the regurgitation was noted. The reason the first valve was withdrawn from the patient was severe under-expansion. Prolonged hospitalization was reported.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the implant procedure, acute aortic insufficiency was observed, and the valve was never implanted. Subsequently, a new transcatheter valve was used to complete the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0012659438); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.